Event description:
A report received from (B)(6) indicates the device had a low oxygen (o2) alarm during pt use. The pt was transferred to another device. There was no report of pt harm.

Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the o2 sensor. The device passed extended self-test (est), short self-test (sst), performance verification test (pvt), and o2 calibration. (B)(4). Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The 840 operator's manual states the sensor has a nominal life of the year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on 23 december, 2013.